Event description:
Additional information was received from the representative on (B)(6) 2017 reporting that the cause was not known. It was noted that the patient was able to get 6 coupling boxes so it was hoped that the issue was resolved and would not recur. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported nothing had been done to resolve the ins being tilted. The recharging process was terribly painful and the patient¿s husband had to line it up. They were able to get 6 bars of efficiency and it takes over 2 hours of not moving and pressing very hard on it. They had to use a block of wood to get the correct pressure, only on the bottom of antenna, to achieve 6 bars. The patient also indicated that they were very pleased with the stimulator and they feel like it is a miracle, with hardly any pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep) on 2017-may-04. It was reported that the patient had difficulty charging the implantable pulse generator (ipg), the battery tilted causing the bottom portion of the pocket to be deeper than the top portion. The rep was able to assist the patient with several different charging positions to optimize connection when recharging. In result, the issue was resolved at the time of the report, the patient was alive with no injury, and surgical intervention did not occur, nor what is planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for a herniated disc, spinal pain and a medical history of failed back surgery syndrome. It was reported that the patient tried to charge their device, but was having difficulties as they were only getting two black boxes. It was reported that the manufacturing representative met the patient today ((B)(6) 2017) at the doctor¿s office and stated that the battery was tilted in the pocket, which was making it difficult for them to get the maximum number of black boxes for coupling. It was reported that they manipulated and pushed down on the bottom of the recharger and were able to get four to six black boxes repeatedly. It was stated that the patient left the office with six black boxes, while wearing the belt and charging the device. It was stated that it was unknown whether the issue was resolved and that the rep was going to follow-up for more information. No symptoms were reported. No surgical intervention occurred, and it was asked but unknown if any surgical intervention was planned. It was reported that the event occurred on (B)(6) 2016. No further complications were reported/anticipated.